Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer stated they had a big dinner. The customer stated they had fallen and tore their shoulder. The customer¿s blood glucose during the incident was 34 mg/dl. The insulin pump had delivered 75 units of insulin. Their blood glucose at the time of admission was 28 mg/dl. They were wearing the insulin pump at the time of hospitalization. The device will not be returned for analysis.